Manufacturer narrative:
Livanova (B)(4) manufactures the s5 sensor module for bubble detector. The incident occurred in (B)(6). The device has been requested for return to investigation further. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 sensor module for bubble detection did not alarm when a bubble occurred following a change in the setup during a procedure. There was no report of patient injury.

Manufacturer narrative:
The involved bubble sensor and module were returned to livanova (B)(4) for further investigation. Evaluation of the returned devices was unable to confirm the reported issue. The device was tested intensively without malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the reported issue could not be reproduced, a root cause was not determined.